Event description:
Lap chole- "device did not fire correctly. Would not load or clamp completely, causing clips not to seal." Patient status: "unknown".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the unit. Engineering tested the unit and it was unable to be actuated. The unit was disassembled an engineering found an excessive amount of debris in the shaft, which may have contributed to the customer's experience of the device not loading. The unit was reassembled and was able to load and close the remaining clips properly. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.